Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus and cursor did not align on the display screen, therefore the bezel shield assembly was replaced and stylus calibrated to the touch screen. It was also confirmed that the latch tabs on the power cord bay were broken and the media bay door latch tab was missing. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was off and could not be recalibrated. It was also reported that the programmer back cover and universal serial bus (usb) cover were broken the programmer was returned to service. There was no patient involvement.